Manufacturer narrative:
Batch review performed on 19-apr-2024 lot 2207546: (B)(4) items manufactured and released on 30-jun-2022. Expiration date: 2027-06-12. No anomalies found related to the problem. To date, 33 items of the same lot have been sold with no similar reported event during the period of review. Myknee planning review for this case the femoral model and the femoral block has been printed again, and we performed a fitting trial on them: 1) we see no defects in the guide, nor in the distal part nor in another part 2) the positioning of the guide on the model is univocal and easy 3) the resulting stability of the guide on the model is conform our analysis of the process found out no errors. Each step has been performed correctly.

Event description:
The patient came in reporting pain and revision surgery was performed at about 5 months after primary due to the femoral component malpositioning. Patient primary surgery was performed using patient specific myknee guides and, at the end of the surgery from the post-op x-rays, it was detected that the femoral component was implanted too much in flexion with respect to the planned cut.